Manufacturer narrative:
.

Event description:
It was reported that the patient picked at the generator site and the generator is now extruding. The patient was scheduled for generator revision that evening to check for infection and possibly move the generator to the patient's back. It was later reported that infection was seen and the generator was explanted. The infection was reported to be a result of patient manipulation. The patient later underwent lead explant (including electrodes) because the infection was not clearing.